Event description:
It was reported that the patient wanted to have her vns explanted because "she did not want to have it anymore." The patient indicated that she felt it caused to many side effects specifically citing apnea and difficulty breathing. The patient indicated that vns had improved her epilepsy however she did not wish to have it anymore. The patient did not wish to have surgery so she plans to have the vns turned off for now. Last known diagnostics were taken on (B)(6) 2008. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received from the neurologist's office indicating that the patient had not indicated her desire to have her vns explanted to them. The patient recently had her vns replaced on (B)(6) 2012. The patient only recently began seeing the patient at the beginning of the year and it was a previous physician that had diagnosed the patient with copd and obstructive sleep apnea. The patient was prescribed an o2 bipap. The site did not believe the sleep apnea is related to vns therapy. Diagnostics were normal per the site and no issues are suspected.